Manufacturer narrative:
The customer's complaint has been confirmed. Visual inspection of the returned device revealed a broken cutting wire. The end of the wire had a melted and blackened appearance, which indicated the wire broke due to overheating . A review of the device history record (DHR) for the pertinent lot revealed no anomalies. A search of the complaint database identified one additional complaint reported for this lot (same customer, same failure mode). The may 2007 15-month autotome-sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the alert limit. Two most likely root causes for broken wires exhibiting burnt ends include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. Both of these scenarios would be attributed to user-interface.

Event description:
It was reported to boston scientific corporation on june 12, 2007, that during an endoscopic retrograde cholangiopancreatography (ercp) using an autotome sphincterotome, the "cut wire snapped in half". A previous autotome was used and encountered the same failure. See associated medwatch xxxx. The physician successfully completed the procedure with a third autotome. The patent's condition was reported as "fine".